Event description:
The user facility reported their remanufactured century sterilizer was leaking water. No report of injury.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the hose clamp had loosened. To fix the leak, the technician replaced the hose clamp, tested the unit, and confirmed it to be operating according to specification. Unrelated to the leak, there was a report of white residue in the chamber. The white residue was from a saline bag which leaked. The user facility confirmed this was the only instance of the reported white residue. The sterilizer has been cleaned of the residue and no instruments were involved. The unit was installed on 3/23/1994 and is under steris contract agreement for maintenance. Preventive maintenance was last performed on 1/16/2015.